Manufacturer narrative:
H3 other text : device was evaluated by a third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was report of patient death. During evaluation of the device at a third-party service center, there was no image on the main screen. Pca and lcd damage was also observed. No other device problems were found. The device was scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to a ds2adv auto CPAP. There was report of patient death. During evaluation of the device at a third-party service center, there was no image on the main screen. Pca and lcd damage was also observed. No other device problems were found. The device was scrapped.

Manufacturer narrative:
The manufacturer had previously reported the case in relation with voluntary field safety notice/recall, which has been corrected/updated in the current report. The manufacturer was contacted in reference to a ds2adv auto CPAP device. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was report of patient death. During evaluation of the device at a third-party service center, there was no image on the main screen. Pca and lcd damage was also observed. No other device problems were found. The device was scrapped. Section h (device problem code) has been corrected in the current report.